Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage keypad and motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump was taking about 15 seconds to turn on after battery change. The customer¿s blood glucose level was 101 mg/dl. It was unknown for that insulin pump will be returned for analysis.